Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a service call and replaced the aspirate and peri-pump tubing. The cse checked probe calibrations and ran quality controls, which were acceptable. The cause of the discordant falsely elevated tni-ultra results and delay in reporting on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples when run in duplicate on an advia centaur cp instrument. For sample ID (B)(6), the first replicate resulted higher and the second replicate resulted lower, while for sample ID (B)(6), the first replicate resulted lower and the second replicate resulted higher. The discordant results were not reported to the physician(s). The customer repeated the samples on an advia centaur xp instrument. The customer did not provide the repeat results obtained on the advia centaur xp instrument. The customer stated that there was delay of around one hour in reporting results due to the repeat test being performed. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated and delay in reporting tni-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2016-00001 was filed on january 06, 2016. Additional information (02/01/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and service report. The hsc specialist determined that this was an isolated event. The cause of the discordant falsely elevated tni-ultra results and delay in reporting on two patient samples is unknown.